Event description:
The customer reported the unit intermittently powers up on battery power.

Manufacturer narrative:
(B)(4). The unit was evaluated at philips and the symptom was duplicated. The battery capacitor was replaced which resolved the reported issue.